Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, the patient reported that the infusion set was disconnected where the needle attaches to the quick release at the needle, in the middle of the night and she woke up with it disconnected. Her blood glucose level in the morning was 386 mg/dl. She stated that one of her infusion sets split apart as the tubing separated from the needle. The patient stated that it did not have enough adhesive to hold it together. The site location was left side of her abdomen and the pump was located on the floor while she was in the bed. She had put a new set on before she went to bed and the infusions were stored in the garage. She was unsure if there was any stress or pull on the tubing. Maybe-the pump was on the floor and it could have pulled it, but she is unsure. Moreover, they were unsure if the pump was dropped with the set connected to their body. Reportedly, her weight was (B)(6). No further information available.

Event description:
On 21-sep-2020: follow up information was submitted to update health effect - impact code and result of complaint investigation of the returned used device (1 tubing) showed that the tubing was detached from the tubing connector (missing glue). Based on the result: component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, the patient reported that the infusion set was disconnected where the needle attaches to the quick release at the needle, in the middle of the night and she woke up with it disconnected. Her blood glucose level in the morning was 386 mg/dl. She stated that one of her infusion sets split apart as the tubing separated from the needle. The patient stated that it did not have enough adhesive to hold it together. The site location was left side of her abdomen and the pump was located on the floor while she was in the bed. She had put a new set on before she went to bed and the infusions were stored in the garage. She was unsure if there was any stress or pull on the tubing. Maybe-the pump was on the floor and it could have pulled it, but she is unsure. Moreover, they were unsure if the pump was dropped with the set connected to their body. Reportedly, her weight was 122 lbs. No further information available.